Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the orange connector on the hub was detached. It was reported that when opening the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small from the packaging it was noticed that the orange connector on the hub was detached. They exchanged the sheath to continue the case. There was no patient consequence. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device 00002296 number, and no internal action related to the complaint was found during the review. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the orange connector on the hub was detached. It was reported that when opening the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small from the packaging it was noticed that the orange connector on the hub was detached. They exchanged the sheath to continue the case. Additional information received indicated it was at the hub part where the detachment occurred. The issue was noticed before use on patient, therefore, there was no patient consequence.